Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal loaded but did not deploy properly. The seal is still stuck in the deployment device. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. Visual inspection revealed that the delivery device was returned separate from the loading device. The seal and tension spring assembly were also returned separate. The last ring of the seal had started to unravel. The green slide lock and the white plunger were depressed on the delivery device. The device was bloody. Based upon these visual observations, the reported complaint, "seal did not deploy properly" could not be confirmed as the seal was not stuck in the deployment tube. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. Internal file number - (B)(4).